Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). It was reported that angina occurred. In (B)(6) 2014, the patient presented with unstable angina as well as objective evidence of ischemia and was referred for cardiac catheterization. Subsequently, index procedure was performed on the same day. The target lesion was located in the distal right coronary artery (rca) with 90% stenosis and was 16mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and placement of a 3.00mmx20mm study stent. Following post dilatation the residual stenosis was 0%. Three days post procedure, the patient was discharged on acetylsalicylic acid. In (B)(6) 2016, the patient was diagnosed with unstable angina and was hospitalized on the same day. Subsequently, lead replacement was performed. Two days post procedure, the outcome of the event was considered to be recovered/resolved.